Event description:
Patient previously had an ivc filter placed for prevention of pulmonary emboli following multiple trauma. Pt was scheduled to have ivc filter removed today. Pt's vein was accessed and images were taken of the filter placement. It was noted that the filter appeared to be tilted. The image was magnified and was noted that one of the legs was fractured and one of the legs was missing. The missing leg had embolized up into the lung. Procedure was aborted.